Manufacturer narrative:
No pt present. After verification and registration of instruments with the tria system, the medtronic rep didn't find any problem with the camera, both frame and probe checked out successfully.

Event description:
Site stated to a medtronic rep that the camera didn't see any passive instrumentation. No pt was present.